Manufacturer narrative:
Citation: kai et al. Prevalence and clinical outcomes of permanent conduction disturbances after transcatheter aortic valve replacement. J cardiol. 2025 oct;86(4):395-402. Doi: 10.1016/j.jjcc.2025.04.013. Epub 2025 may 19. Earliest date of publication used for date of event. No unique device identifier (serial/lot) numbers were provided; without this information it could not be determined whether these observations have been previously reported. Without return of the product no definitive conclusion can be made regarding the clinical observations. Select patient information cannot be included in regulatory report due to regional privacy regulations. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Literature was reviewed regarding prevalence and clinical outcomes of permanent conduction disturbances after transcatheter aortic valve replacement. The study population included 780 patients from one medical center between january 2016 and march 2023. Multiple manufacturers¿ devices were implanted in the study population; medtronic devices included corevalve, evolut r, and evolut pro bioprosthetic valves. Deaths occurred in the study population; however, there was no statement establishing a causal or contributory relationship between medtronic product and the deaths. Among all patients, clinical observations included: arrhythmia requiring permanent pacemaker implant and congestive heart failure requiring hospitalization. No further information was provided pertaining to medtronic products.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received from the physician/author stated that medtronic product did not cause or contribute to the observed deaths; however, the relation to other adverse events was unknown as this was not investigated by the physician/authors. No further details were provided.